Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. No material was found missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip joint of the single-site permanent cautery hook instrument was broken during uterine tissue cauterization. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument tip was broken off, but no fragment fell inside of the patient. Arcing was not observed. No intraoperative collision or misuse involving the instrument was identified. The patient had no injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting tip joint was broken off, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the single-site permanent cautery hook instrument returned. The single-site permanent cautery hook instrument has been received, but the failure analysis testing has not yet been completed.